Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, h2, h4, h6 (type of investigation) h11: corrected data: corrected section d4 (expiration date).

Manufacturer narrative:
H11: corrected data: d4 (expiration date), h4. H11: additional manufacturer narrative: updated h2,h6 (investigation findings, investigation conclusion). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient-related factors, including hyperlipidemia and diabetes mellitus. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. All pertinent information available to edwards lifesciences has been submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 6900p mitral valve underwent a valve-in-valve procedure after an implant duration of nine (9) years, two (2) months due to stenosis. The patient presented with symptoms of heart failure. The tmvr procedure was successfully performed with a 29mm 9755rsl valve. The patient was sent to recovery in stable condition post procedure.